Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation - defect detected rc-061: storage outside specifications, rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call on 05-nov-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 137mg/dl. The expected fasting blood glucose test result range is 102-114mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/26/2021 and open vial date is 10/21/2020. The meter memory was reviewed for previous test result history. (B)(6).